Event description:
Inserting endocardial lead. Upon testing lead, discovered lead defective, subsequently replaced w/new lead, tested successfully. Sales rep. Stated he believes the helix of lead probably fractured due to torque of lead upon insertion.